Event description:
Patient assisted to bariatric commode for elimination needs without problems. Commode wheels were locked. Assistant stepped out of the room for a brief moment and hear a crash. Returned to find the patient on the floor to the left of the commode on his hands and knees. The front insertion point of the commode's arm rest was dislodged, bent slightly but still attached to the chair back of the commode. Patient found to have suffered a fracture of his thumb near the joint requiring surgical intervention and lacerations above his left eyebrow approx. 2 cm and 3 cm laceration. Apparently, the patient had put weight on the left arm rest when it gave way causing him to loose balance and fall forward off the commode. On examination, the left arm rest was slightly bent out of shape and was found still attached to the chair back but the nut holding it were loose. Weight limit for the overall commode is 1000#. No documentation in product information materials as to what, if any, weight limits for the arm rests. The arm rest is hinged at the back where it attaches to the chair back of the commode and a spring-button release is present at the front insertion site so the arm rest can be dropped/lowered down for easy lateral transfers. The spring button was not assessed prior to use with the patient. The button may have been partially dislodged prior to use which may have contributed to the event but staff were unaware. Our facility equipment staff was able to straighten the bend in the arm however we are planning on replacing the arm completely. No labeling on the commode to instruct staff to check spring-button engagement prior to use.